Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported device operates differently than expected (leaflet detachment prior to clip deployment) appears to be related to patient morphology/ pathology and likely due to the coaptation gap. The reported leaflet tear (tissue damage) was likely a result of the leaflet detachment and therefore related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the posterior leaflet damage which is considered a serious injury to the patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and challenging anatomy. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed successfully with perfect leaflet insertion and good mr reduction. After the gripper line removability test was performed, the clip detached from the posterior leaflet. The grippers were raised and the clip was removed with the cds into the guide. Echocardiogram was performed, and posterior leaflet damage was observed; therefore, the procedure was discontinued. No clips were implanted, and the mr remains at 4. The patient is currently stable and will likely be treated surgically on a later date. No additional information was provided.